Manufacturer narrative:
The event occurred in (B)(6). Affiliate received meter from customer but has been unable to locate meter to send it to the investigation unit for evaluation. Some data that was downloaded from the meter by the customer prior to returning it has been sent. An investigation utilizing the customer data will be conducted. The review of the reports provided by the customer was inconclusive because not all of the data necessary to evaluate the complaint was contained in the reports. A conclusive investigation of the complaint is not possible without the misplaced meter.

Manufacturer narrative:
(B)(6). Affiliate received meter from customer but has been unable to locate meter to send it to the investigation unit for evaluation. Some data that was downloaded from the meter by the customer prior to returning it has been sent. An investigation utilizing the customer data will be conducted. Device lost.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. After a blood glucose result of 3.2 mmol/l, which the patient considers hypoglycemic, the patient ate five jelly beans and the device recommended a bolus of 1.7 units of insulin, which he delivered. Two hours later the patient slumped in his desk chair and teachers attempted to treat him with glucogel and lemonade. Paramedics arrived and the gave the patient a shot of glucagon. The patient was taken to the hospital by ambulance. The patient was given crackers and monitored at the hospital. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).